Event description:
On (B)(6) 2012 the reporter contacted animas to report that for four days, the patient had obtained elevated blood glucose readings ranging from 400 mg/dl to "greater than 500 mg/dl." During this time period, the patient experienced no symptoms of high or low blood glucose levels. The patient visited his physician, during which his blood glucose level was tested to be 593 mg/dl. The patient was treated with injections of insulin and taken off the insulin pump and started on his backup plan. Troubleshooting determined the pump basal rate and date/time were set correctly. No further pump troubleshooting could be done, as the patient's wife refused to allow the telephone call to continue. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.